Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
There is always cotton left behind - vaginal [foreign body in reproductive tract]. There is always cotton left behind after removing the tampon [complication of device removal]. Cotton left behind - tampon [device breakage]. Case narrative: consumer reported via rr that cotton is left behind after removing tampon. No serious injury reported.